Event description:
It was reported that during surgery, he noted that the distal drilling went astray. Another device was used to complete the surgery.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.